Event description:
Customer reports to have erratic readings completed within 10 minutes (112 & 25 mg/dl). Tests were performed on the finger. Results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. Please note the customer also complained that his lancing device does not cock. There was no report of death, serious injury or mistreatment.